Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, a pericardial effusion was diagnosed via intracardiac echocardiography. Patient was taken to recovery then brought back to the lab for a pericardiocentesis which was performed by the physician. The patient was stable and was transferred to the intensive care unit for observation. It was unknown whether the effusion happened during the farapulse¿ portion of the procedure or while using ngen/stsf. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.